Manufacturer narrative:
Catalog # 441743, (B)(6): this complaint reported that a false negative was showing. There were no erroneous results reported to the clinician and no patient impact and no erroneous results reported to the healthcare provider. The field service engineer went on site and cleaned the detectors and filter and determined the instrument was performing without error. The last preventive maintenance was performed in july 2022. Since no instrument issues were noted, this is an unconfirmed failure of a bd product. The root cause could not be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 320 system that there was a false negative. The following information was provided by the initial reporter: what type of samples were affected (patient, qc, proficiency)? -- patient. Was the instrument failure clearly distinguishable to the user that there were false negatives? -- no. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? -- manual sub-culture. Were any erroneous results reported to the healthcare provider by laboratory personnel? -- no. False negative showing.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 320 system that there was a false negative. The following information was provided by the initial reporter: what type of samples were affected (patient, qc, proficiency)? Patient. Was the instrument failure clearly distinguishable to the user that there were false negatives? No. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? -- manual sub-culture were any erroneous results reported to the healthcare provider by laboratory personnel? No. False negative showing.